Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found out of specification. The reported symptom of nuisance upstream occlusion alarms could not be reproduced during eval. The alarms were confirmed through the history log caused by cracks in the pins of the upstream sensor tail. The failed upstream sensor assembly was replaced.

Event description:
It was reported a spectrum pump experienced 19 nuisance upstream occlusion alarms. It was also reported there was no pt injury.